Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reporter stated that the pump display screen gradually became dim. The reporter allegedly had to shade the display screen in order to read it outdoors. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 03/31/2014 with the following findings:during testing, the pump was powered on and the display screen appeared dim and discolored.